Event description:
It was reported that the device was in eri status. Furthermore, rv impedance was high. The associated rv lead is unknown. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the devices and would like to thank you for supporting our post-market surveillance. As of today, the medical devices are not available for analysis, therefore the devices itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The available data were analyzed, confirming the eri battery status and an out of range right ventricular pacing impedance on (B)(6) 2025. Based on the available data the root cause was not determinable. The integrity of the rv lead cannot be assured. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. Should additional relevant information or the devices itself become available, the investigation will be updated.